Manufacturer narrative:
Initial and final (B)(4) - device 2 of 10.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced ten infusion set cannula kinked events on (B)(6) 2024 to (B)(6) 2024. The event occurred three or more hours of insertion. The insertion site was abdomen for 4 events and thigh for six events. The infusion set was in use for less than 2 days unable to specify. The blood glucose level was high and the patient was treated with correction injection via pump bolus and multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.